Event description:
It was reported that the patient presented in clinic after receiving an alert for an out of range impedance. There was loss of capture noted as well as loss of sensing. Noise was observed with patient movement. The patient underwent a lead revision to determine whether it was a connection issue, a device issue or a lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.